Event description:
It was reported that the trach heads cracked on several (exact quantity unknown but estimated as 6-12) size 6 and 8 tracheostomy tubes. Length of time the devices were in use when the reported cracks were detected varied from four (4) to six (6) weeks. It was also reported that the faciltiy has no established device replacement practice. Devices are also reportedly cleaned using full strength h202. Reporter has been informed that this practice is contraindicated on device labeled instructions for use. Only one device is available to be returned to the MFR for identification, analysis and investigation. As of the date of this submission the device has not been received.

Manufacturer narrative:
Eval results: the MFR's analysis and eval of the returned unit indicates damage as well as a crack on the trach head of the outer cannula and wear on the locking tabs. The inner cannula tubing was bent with scratches in the inside and outside surfaces. While the exact causes of the reported nonconformance cannot be determined it appears that the device has been subjected to excessive rotational (torque), linear or rocking forces. It also appears that cleaning instructions were not followed.